Manufacturer narrative:
Citation: østergaard l, vejlstrup n, køber l, fosbøl el, søndergaard l, ihlemann n. Diagnostic potential of intracardiac echocardiography in patients with suspected prosthetic valve endocarditis. J am soc echocardiogr. 2019 dec;32(12):1558-1564. Doi: 10.1016/j. Echo.2019.06.016. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the diagnostic potential of intracardiac echocardiography in patients with suspected endocarditis. All data were collected from a single center between january 2012 and december 2016. The study population included 38 patients (predominantly male, mean age 74 years). Two of whom were implanted with medtronic a melody transcatheter pulmonary valve and twelve of whom were implanted with a medtronic corevalve transcatheter aortic valve (no serial numbers provided). Among the patients implanted with a corevalve, adverse events included endocarditis, moderate to severe regurgitation and moderate paravalvular leak (pvl). Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.